Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged when the device moved in the pocket and pulled the leads back. The leads both had tissue in the helix; therefore the physician could not extend or retract the helix to reposition the leads. Both leads were removed and replaced. A pocket revision was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID 6947 implantable tachy lead 2011-(B)(6), product ID 4076 implantable pacing lead 2011-(B)(6), (B)(4).